Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
The customer reported backup alarm failed alarm occurred during use on a patient. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10 check vent: backup alarm failed was reported and was confirmed in the event log. Therefore, the cpu board needed to be replaced. The software was confirmed to be version 2.30. The repair was cancelled by the customer due to lease up date was coming up. The device was returned unrepaired. H11: updated contact information, contact office entity.

Manufacturer narrative:
Correction to reporting: the date of event and become aware date were corrected.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered cpu board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.